Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch ultralink meter is giving inaccurate high reading of ¿173 mg/dl¿ compared to the hospital meter reading of ¿123 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. The reported meter readings were taken on (B)(6) 2013 in the morning time. The patient manages his diabetes with an insulin pump. Based on the elevated blood glucose reading on the subject meter, he managed his blood glucose by taking less food/drink at the time of concern. At 6 pm, the patient reportedly received medical treatment with IV fluid. The patient did not develop any symptoms as a result of the elevated blood glucose. The patient confirmed the comparison between the readings was made within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The test strips were within the discard date. The issue was not resolved with troubleshooting. This complaint is being reported due to the alleged elevated blood glucose reading. There is no evidence the lfs product contributed to the reported incident. The patient¿s treatment correlated with the elevated blood glucose reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.